Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colectomy, the installation of the cir stplr trieea28xt blk exthk, one of the anvil fins became deformed without any force being applied. This issue necessitated the temporary exteriorization of the colon and replacement of the anvil, which extended the operating time. New forceps were used to change the anvil. The defective anvil was removed, and the product was replaced.